Event description:
It was reported that balloon rupture occurred leading to detachment. The target lesion was a stenosed ptfe graft located in an arteriovenous fistula of the right arm. A 7x40mm mustang¿ balloon catheter was selected for use to treat the lesion. Upon the first inflation at an unknown pressure, circumferential tear was observed. The device was removed. However, balloon fragment was left inside the fistula that required open surgery to remove the debris. There was no harm to the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).